Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced serious pain and suffering. However, based on the current information received, the complaint has been changed to erosion.